Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and swelling at the ipg site. The patient was later admitted to the hospital on (B)(6) 2019 and diagnosed with an infection at the ipg site. The patient was discharged and prescribed oral antibiotics. Follow-up information indicated that the patient's physician opted to explant the entire system on (B)(6) 2019 due to the infection. Patient was discharged and prescribed oral antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the infection has resolved.